Event description:
This patient offered no complaints pre treatment. She was seen by the physician during her treatment. 20 minutes before the scheduled end of her treatment, she c/o "not feeling good" and wanted her treatment stopped. She stated she was nauseated and had diarrhea. She went to the br and voimited app 700cc and had non bloody diarrhea. When she returned to her chair, the nurse did an assessment and heart an abnormal heart rate. The patient was sent to the ER by rescue. She went into cardiac arrest en route to the hospital. Blood work was drawn when she arrived at the ER, and the physician diagnosed hemolysis. The patient is in stable condition on a resperator. The staff did not notice any obveious change in color of the blood or any kinds in the lines. As no definite cause could be found, this MDR is being filed on the lines.